Manufacturer narrative:
Block b3 the event date is an approximate. The exact event date was not provided by the complainant. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Device evaluation block h11 the overstitch 2-0 polypropylene suture was not returned for evaluation, and no media was available for analysis. The reported event of anchor bent could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, there is not enough evidence to determine whether the anchor bent was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, cause not established is selected as the most probable cause for this event. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
It was reported to boston scientific corporation that an overstitch suture was used during a procedure on an unknown date. The anchor was bent. Information regarding the outcome of the procedure was not provided. There was no patient complications reported as a result of this event.